Manufacturer narrative:
H6: investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens flipped out of the injector and was implanted upside down. The lens was explanted. A replacement lens of the same parameters was implanted. If additional information is received, a supplemental medwatch report will be submitted.